Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 8x120mm absolute pro self expanding stent (ses) was attempted to be deployed; however, it was noted that the stent could not be released from the mechanism [delivery catheter] . There were no reported adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the iliac artery. A 8x120mm absolute pro self expanding stent (ses) was attempted to be deployed; however, the thumbwheel was noted to jam and the stent, subsequently, could only be partially deployed. The ses was removed and a new absolute pro ses was used to complete the procedure. There were no reported adverse patient effects nor clinical delay. Subsequent to the initially filed report, the device was received and the analysis revealed that the stent implant was returned fully deployed, and the struts and outer member of the shaft were noted to be separated. The account confirmed to be aware of the separations and noted that the device was removed as a single unit with the introducer sheath through resistance. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break and the reported stent break were able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy and/or inadvertent mishandling resulted in the noted entire length of the stent sheath sporadically wrinkled and the noted bends on the outer member; thus, resulting in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. During removal as a single unit, interaction with the introducer sheath resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted stretched stent, the reported stent break/noted separated stent strut, the noted deployed stent and ultimately resulted in the reported shaft break/noted outer member separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.